Event description:
It was reported that the patient presented remotely. Upon review, the remote monitoring application could not connect with the implantable cardioverter defibrillator (ICD) due to a bluetooth telemetry anomaly on the ICD. No intervention was performed. The patient experienced no adverse consequences.